Event description:
Information received via medwatch states "iabp emergently removed due to blood in the helium tubing". No additional infomation provided.

Manufacturer narrative:
Qn# (B)(4) medwatch# : mw5152517. The reported complaint for iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
Information received via medwatch states "iabp emergently removed due to blood in the helium tubing". No additional infomation provided.

Manufacturer narrative:
(B)(4). Medwatch# : (B)(4).